Manufacturer narrative:
The device will not be returned for eval. We are unable to determine if any device condition could have contributed to the reported infection. Qualification and sterilization records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water, and keep sterile materials away from any possible germs," cautions, "if an insulin site shows signs of infection, immediately remove the pod and apply a new one at a different site. Contact your healthcare provider treat the infection according to instruction from your healthcare provider," and advises, "at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge, or heat."

Event description:
A nurse practitioner reported that her pt had been diagnosed with a (B)(6) infection which began at the pod infusion site on his arm. The infection went into the muscle and the pt required surgery and IV antibiotics to treat it. He is currently on bactrim antibiotic and under his surgeon's care, but saw the np in a follow up appointment. In a follow-up call, the pt reported that he activated the device on (B)(6) 2013, and removed it on (B)(6); the site was a little red and irritated. On (B)(6), he went to the emergency room at 7:00am and was taken to the operating room at 11:00am for the abscess. The pod was discarded.